Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed no sensor inserted during warm up. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2023. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined via data. In addition, a transmitter failed error were found in connection to the reported allegation. The reported event of the device displayed no sensor inserted during warm up is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
Insert MFR report no here was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.